Manufacturer narrative:
Investigation: one sample and three photos were received for analysis. The sample was passed through the inspection machine and it was rejected. The foreign matter was removed confirming it is a piece of red tape. Three photos were provided. They show the same piece of red tape in different locations inside the syringe. The fillroom area was inspected looking for any sign of red tape and not was found. The stopper washing/ siliconization areas were also inspected not finding any red tape. The source of the red tape is unknown. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that a red, foreign particle was observed inside the bd posiflush¿ normal saline syringe before use. The following information was provided by the initial reporter: per phone call: nurse noticed something red inside syringe and recapped. Never touched patient. Per email: we received a voicemail stating that there was a foreign particle in the posiflush syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a red, foreign particle was observed inside the bd posiflush¿ normal saline syringe before use. The following information was provided by the initial reporter: per phone call: nurse noticed something red inside syringe and recapped. Never touched patient. Per email: we received a voicemail stating that there was a foreign particle in the posiflush syringe.